Event description:
On (B)(6) 2010, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2012, the pt was implanted with embolization coils. On a follow up computed tomography (CT) performed on (B)(6) 2012, a suspected type ii endoleak was discovered. The physician chose to not intervene at that time.

Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4).